Manufacturer narrative:
The client was standing up from the chair and the frame of the chair collapsed. This is a complete fracture of the bottom of the cross frame. The action 4 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).

Event description:
The client was standing up from the chair and the frame of the chair collapsed. This is a complete fracture of the bottom of the cross frame. The action 4 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).